Event description:
A lead extraction procedure commenced to remove a malfunctioning right atrial (ra) lead. Two right ventricular (rv) leads, one left ventricular (lv) lead, and an additional ra lead were present in the patient but were not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. The physician began by using a spectranetics 14f glidelight device to advance down the lead, but met stalled progression in the innominate region. He upsized to a 16f glidelight, advancing to the superior vena cava (svc) where lead on lead binding was encountered. The physician decided to switch devices to advance through the binding, but after the glidelight was removed and before another device was used, the patient''s blood pressure dropped and cardiac tamponade was detected. Rescue efforts began immediately, including rescue balloon and sternotomy. An svc perforation was discovered and successfully repaired. The patient survived the procedure. This event captures the 16f glidelight in use when the perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient''s weight unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.